Event description:
It was reported that during insertion in the micu, difficulty was met when inserting the catheter and dilator. When removing both the swg and catheter as one, the doctor found that the swg was bent. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no reported death or complications to the pt as a result of the delay or occurrence.

Manufacturer narrative:
(B)(4).